Event description:
It was reported that the distal tip of the drill broke inside the patient during a bankhart procedure and was confirmed via post-operative x-ray. The surgeon attempted to remove the piece but was unsuccessful and was retained in the patient. It was stated that the surgeon was confident that the piece would not migrate in the patient and as a result no follow up procedure has been scheduled to remove the piece. No injuries were reported as a result.

Manufacturer narrative:
One 2.5mm fluted drill w/ depth stop was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. Approximately .450 of the distal tip has broken from the shaft and was not returned for examination. Further examination using a stereo microscope showed the remaining portions of the drill head flutes are dull and worn. There is damage to the chucking area of the drill consistent with slippage within the drill chuck during use. There is scoring of the drill shaft in multiple locations. The device is over six years old and is well worn. Dimensional assessment of the drill confirmed it met print specifications. Per the device IFU under precautions ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. After evaluation the root cause of this event was determined to be user error. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture.